Manufacturer narrative:
Other relevant device(s) are: product ID: 9735999, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the solid state drive (ssd) was replaced and the software was uninstalled and reinstalled. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system went to a black screen and blinking cursor. When a manufacturer representative attempted to hit ctrl, alt, delete, the cursor went away and there was a message on the screen that stated invalided environment block. The system then went back to the blinking cursor. This occurred multiple times. The system was rebooted and the same issue occurred. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: lot number for product ID: 9735999 is s3z6nbrk601376m. The solid state drive (ssd) was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. It was not possible to proceed with further analysis due to the error screen. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solid state drive (ssd) has been received by the manufacturer. However, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.